Event description:
The patient received her system consisting of an ipg, 4 percutaneous leads, and 2 extensions on (B) (6) 2009. The leads were implanted with 2 on each side of the back of her head in the occipital area (off-label location). It was reported that on (B) (6) 2009, the patient was bending over and upon standing up, hit her head right across the lead implant area. She reported suddenly feeling a constant overstimulation sensation. She attempted to use her programmer, but received an error message and was not able to communicate with her ipg. Attempts at communication were made with additional programmers and chargers with no success. The physician explanted the system on (B) (6) 2009. Follow-up on the patient found that no further issues have been reported.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.